Manufacturer narrative:
Product analysis: both output connectors were confirmed to be broken and were replaced. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had defective connectors. The epg was returned for service. There was no patient involvement.